Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that she experienced high bg's (greater than 500mg/dl) for the entire three hours the pod was worn. She indicated that the cannula was kinked, though no pod alarm was initiated. In addition, she also noted that the cannula had pulled from the insertion site; the sequence of the cannula kinking and pulling from the site, however, is unknown. She was advised to remove and replace the suspect pod; it will be returned for evaluation.